Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-04, information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that pt independently decided to turn off stimulation. She did not consult her doctor. She thought it was giving her abnormal shakes, and increasing her unsteadiness. She let the battery die and it remained dead and went into an overdischarged state. Pt reports she has had increasing number of falls. Trickle charge completed today, por cleared, reprogramming completed. Pt did have electrode 15 with high impedance, all others normal. The issue was resolved. On 2022-apr-12, the rep reported that the impedances on electrode 15 was >10,000 ohms. The pt still has shaking and unsteadiness; not fully resolved. The doctor did not seem to think the shaking and unsteadiness was related to the device. On 2022-may-05, additional information was received from the a mdt rep. The patient has been getting effective therapy after the reprogramming and no associated falls or shakiness have occurred.